Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device was discarded.

Event description:
Patient reported woke to see that their cat had chewed through the pump tubing. They had the pump powered off and the tubing was clamped. They were due to remove the catheter on tomorrow anyway so they would just go ahead and remove it today. All remaining doses were lost.